Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead conductor fracture and was replaced with a new lead. During the ra extraction, the helix would not retract and the right ventricular (rv) lead was also pulled out. The fracture wasn't detected with x-ray imaging and device analysis was requested. The device has been received and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead conductor fracture and was replaced with a new lead. During the ra extraction, the helix would not retract and the right ventricular (rv) lead was also pulled out. The fracture wasn't detected with x-ray imaging and device analysis was requested. The device has been received and has been analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. <<the helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Manufacturer narrative:
Corrected fields: h2: if follow-up, what type? H10: additional MFR narrative upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 260 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead conductor fracture and was replaced with a new lead. During the ra extraction, the helix would not retract and the right ventricular (rv) lead was also pulled out. The fracture wasn't detected with x-ray imaging and device analysis was requested. The device has been received and has been analysed. No additional adverse patient effects were reported.